Event description:
The customer reported "oil mist" coming from the unit. The customer stated that she was going to turn the system off until it could be serviced. The customer reported one employee who complained of headache. The employee did not see a doctor or require treatment for the headache. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
The fse stated that the unit was due for preventive maintenance, which he performed as well as changing the oil mist filter and the oil in the vacuum pump. He certified the unit with an auto test and an empty chamber cycle. The system met specifications.